Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon surgery, while on the colon, the stapler was able to fire with a second reload. They used another reload to complete the case. There was no patient injury.